Manufacturer narrative:
Insulin pump was received with minor scratches on lcd window. Insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. Insulin pump was received with missing reservoir tube o-ring, scratched casing, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was unknown at the time of the incident. Customer stated that the insulin pump had a scratched screen. The insulin pump was returned for analysis.